Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient visit was missing. A technical support specialist (tss) verified hl7 adt and rde messages for the affected mrn and confirmed that multiple patient visits on (B)(6) 2026 were successfully received by the es server. Reviewed visit statuses and identified that all visits from (B)(6) 2026 were discharged on the same day. Checked es server patient retention settings and confirmed that visits discharged beyond the 14-day retention period were automatically purged, which explains why the older visits no longer appeared in the patient list. Validated that no data sync, interface, or pyxis medstation es system issue was present. Findings were communicated to the customer, who acknowledged understanding and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient visit was missing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.